Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in the event, evaluation found that water tightness was lost due to damage on the air/water cylinder, the air/water cylinder was discolored, the suction cylinder was discolored, water supply volume did not meet standard value due to clogging of the nozzle, foreign objects came out of the distal end due to clogging of the air/water tube, the bending angle in the up direction does not meet the standard value due to wear of the angle wire, and the light guide lens was cracked. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the nozzle and channel 3, 4 and 5 of the evis exera iii gastrointestinal videoscope were clogged. The customer was unable to reprocess the device due to the defects. The customer did not know when the defect occurred. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. There was no physical damage at foreign object detection point. It is unknown if there were any deviations from the instructions for use. The event can be detected/prevented by following the instructions for use which state: 1) "inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." 2) "inspection of the endoscopic system, the air-feeding function, and the objective lens cleaning function." Olympus will continue to monitor field performance for this device.